Manufacturer narrative:
The device reference in this report was discarded by the user facility and will not be returned to olympus for evaluation. If additional information is received at a later time this report will be supplemental.

Event description:
Olympus was informed that during a therapeutic procedure (general surgery), the tip broke and fell inside the patient. The broken tip was retrieved with a laparoscopic grasper. The intended procedure was completed and no patient injury was reported.